Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Outcomes attrib. To ae update from other to intervention required. (B)(4).

Event description:
It was further reported that patient required blood products to be transfused.

Event description:
It was reported that a hemostasis valve leak occurred resulting in blood loss. A left atrial appendage closure (laac) procedure was performed. When tightening the watchman® access sheath valve while the pigtail catheter was in place, blood continued to drip which was "very uncomfortable and leads to important blood loss for the patient." The procedure was completed with this device. No further patient complications were reported and the patient's status is stable.